Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and freestyle freedom lite meter, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A frozen display issue was reported with the adc blood glucose meter. The customer reported not being able to obtain reading on their meter for ¿1 month¿. On unspecified date, the customer experienced symptoms described as dizziness, imbalance, and sleeping a lot, and was unable to self-treat. The customer received unspecified treatment from a non-healthcare professional, and had a virtual contact with a healthcare professional who prescribed azukon (anti-diabetic) medication for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.